Event description:
On 26th mar 2026, it was reported via email by an arthrex employee that ar-3636 kl 1.8 fibertak, shoulder batch 15499491 did not have the required purple marking on the repair suture. The issue was identified during the procedure / post-implantation. As a result, the surgeon experienced a failed attempt to shuttle the repair suture through the suture anchor. The procedure was completed by cutting off the implant and no harm was caused to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.